Event description:
The customer reported being hospitalized for low blood glucose. No blood glucose was reported. It was reported that the customer was over bolusing. The customer stated that he used a dual square wave bolus and then gave another normal bolus on top of that. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.